Event description:
The event occurred in the us during patient treatment. It was reported that the patient was undergoing a decannulation from ECMO when the second set of tubing clamps pierced open the ECMO tubing. No harm to any person has been reported. Complaint ID: (B)(4). Note: event reported by customer under medwatch report- (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the patient was undergoing a decannulation from ECMO when the second set of tubing clamps pierced open the ECMO tubing. No information regarding the hls set were provided by the customer. In addition, the hls set was not available for technical investigation of the manufacturer. Thus the exact root cause of the reported event could not be determined. No previous complaint with an associated laboratory investigation was found. No picture or video was provided. Thus the reported failure "tubing clamps pierced open the ECMO tubing" could not be confirmed. However the following most probable causes of the reported failure "tubing clamps pierced open the ECMO tubing" are know according to our risk assessment hls set advanced: -product damaged due to handling; -sharp edges; -blood tubing is damaged; -leakage of blood; -mechanical damage of product. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.